Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b3 (event date): corrected information. Event date was updated from 20-aug-2021 to 21-aug-2021. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: an inspection was conducted prior to use and found no issue. The permanent cautery hook instrument was used for cautery during the procedure. The instrument was in use for approximately 20 minutes prior to the event. A fenestrated bipolar forceps instrument was in use when the issue occurred. No known incidence of instrument collision took place during intraoperative use. No recollection of instrument misuse was confirmed. D11 - isi received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found thermal damage on the monopolar yaw pulley and the distal clevis. These observations are indicative of mishandling and misuse, i.e. Energy from a second instrument or using the instrument in a way that is not within its intended use. As part of investigation, the instrument was subjected to electrical continuity and passed. The instrument was further inspected by disassembling the distal end and no damage was confirmed on the conductor wire, ceramic sleeve nor the weld. A review of the instrument log for the permanent cautery hook instrument lot# n10201207 / sequence 0129 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system sk3196. No recorded usage on the reported event date of (B)(6) 2021 on system sk3196 logged. The instrument has 3 remaining usable lives with no subsequent use recorded after (B)(6) 2021.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook instrument lot# n10201207 / sequence 0129 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system sk3196. No recorded usage on the reported event date of (B)(6) 2021 on system sk3196 was logged. The instrument had 3 remaining usable lives with no subsequent use recorded after (B)(6) 2021. No procedure video or image was submitted to isi for review. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument arced/sparked with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 3 remaining usable lives, therefore, had not expired. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the permanent cautery hook instrument allegedly "leaked energy and sparked" while performing "excitation." According to the reporter, the instrument was inspected prior to use and no incidence of mishandling occurred during intraoperative use. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.